Manufacturer narrative:
Correction: h6 codes were corrected.

Event description:
New information received notes that the perforation was identified in the right atrium.

Manufacturer narrative:
The reported events of unable to adjust catheter into long or short tether mode, and failure to release the device were confirmed. As received, a catheter was returned with attached device and blood was noted in the handle region. X-ray examination found both tether wires were fractured inside the transition zone. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported events was due to fractured tether wires inside the transition zone.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, it was noted that the delivery catheter failed to go into long or short tether mode. The device was removed and replaced during procedure on (B)(6) 2024. Post procedure pericardial effusion was noted on echocardiogram. Pericardiocentesis was performed. The patient was stable after procedure.